Event description:
Event description in 2005, guidant was notified by this family's legal counsel alleging that the implanted ICD system caused or contributed to this pt's death. It was reported that this pt expired one day post implant in 2003.